Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 6008689, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6008689 was manufactured according to the work instruction (wi) version 116 in the line 9 on 18/aug/2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing the lot 4g05951 was manufactured according to the form version 11 and manufactured in the machine igtl01, on 15-aug-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Initial and final MDR- (B)(4) - device 1 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set blockage event on (B)(6) 2025. The blockage was in the tubing. The issue occurred with three infusion sets. The infusion set was in use for less than 24 hours. The blood glucose level was 512 mg/dl and the patient was treated with correction injection via multiple daily injections (mdi). The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.